Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was getting air bubbles in the tubing and needing to change the tubing quite often. Foam was noted at the top of the reservoir when filling the vial and the foam eventually turned into one air bubble as it dissipated. The blood glucose reading was 140 mg/dl, and then went up to 200 mg/dl. The insulin was not stored at room temperature and the customer was advised to allow the insulin to reach room temperature before use, to prevent gassing out when it warms up in the insulin pump.